Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that and occlusion alarm occurred. In addition, it was reported that the pump was hot to the touch despite being in room-temperature conditions. Customer¿s blood glucose was between 240-300 mg/dl. Reportedly, the customer used fispra insulin. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the occlusion.